Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and identified a black mark on the reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on the filter. The device was filled with an unspecified amount of vancomycin. It was unspecified what process step this was found at. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.